Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the test failed during cubie release in the hardware test application (hta) due to the row board not being present. A field service engineer (fse) stopped the test, shut down the device, and opened the back panel. The pyxibus cable and row board cable were unplugged from the drawer controller and row boards for a few minutes. Any debris and loose medications were cleaned up, and the cables were reseated. The drawer was reinserted into the device, and the station was rebooted. The test was rerun in the hta and was successful. The station was then booted to the station app, and the customer logged in and tested the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to detect on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.